Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat#5551-g-381; lot#0e95. Triathlon prim bead pa sze6 bp; cat#5526b600; lot#s6mky. Triathlon p/a cr beaded #6r; cat#5517f602; lot#s6dny. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "pre-op diagnosis: infected right total knee arthroplasty" and "post-op diagnosis: painful right total knee arthroplasty."